Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a blood glucose level of 49 mg/dl. The customer treated with juice and food. Standard troubleshooting was performed. The reservoir was showing more insulin than what was displayed on the status screen. The customer was believed to have over bolused her high blood glucose levels. The customer was advised to discuss her low blood glucose levels with her health care provider. The product is not being returned. Nothing further was reported.